Event description:
Boston scientific received information that the patient reported a hissing sound from this device two years ago. Two years later, this device was electively explanted for normal battery depletion with no further allegations from the field. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. The hissing sound could not be confirmed, as tones would have been evident near the time of replacement, not two years earlier.